Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one patient. Results as follows: dates: (B)(6) 2012, inratio inr: 2.8 (finger-stick), lab inr: 6.4 (venous). Dates: (B)(6) 2012, inratio inr: 2.2 (finger-stick), lab inr: 3.2 (venous). Patient was admitted to hospital on (B)(6) 2010 after inratio result was rendered due to nosebleeds and coughing up of blood. Two hours elapsed between tests. Patient's therapeutic range: 2.8-3.2.

Manufacturer narrative:
Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.8, reference: 6.4, mean: 4.60, confidence limits: (2.5 - 6.5). Date: (B)(6) 2012, inratio: 2.2, reference: 3.2, mean: 2.70, confidence limits: (1.7 - 3.8). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. Root cause could not be determined. In-house therapeutic donor testing with retain strips was performed with reported lot number 273311. Test results as follows: donor: 205, inratio results: (3.0, 3.4, 3.4), reference: 3.79, bias threshold: (2.79 - 4.79), percent cv: 7.07. Donor: 206, inratio results: (3.3, 2.7, 3.1), reference: 3.55, bias threshold: (2.55 - 4.55), percent cv: 3.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced percent cv less than 16 percent. Precision criteria has been met. No further investigation is necessary. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code xz9k4 which brick lot number 257215 was assigned and packaged into strip lots 273311 and 273312. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time as no product deficiency was established.